Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
Event description states: leakage. Customer put in the catheter about a month ago on 05/17, it had been working perfectly fine. Then, there was a bit of leaking around it, she put a purse string suture around it, and now the catheter is not draining at all.

Manufacturer narrative:
Pr 8214338 initial emdr submission. Device problem code: a0504 patient problem code: f26 no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
Event description states: leakage customer put in the catheter about a month ago on 05/17, it had been working perfectly fine. Then, there was a bit of leaking around it, she put a purse string suture around it, and now the catheter is not draining at all.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see manufacture narration.

Event description:
It was reported: customer received kit with defective issue; event description states: leakage. Customer put in the catheter about a month ago on 05/17, it had been working perfectly fine. Then, there was a bit of leaking around it, she put a purse string suture around it, and now the catheter is not draining at all..